Event description:
In 2008, the sales rep reported there was an issue with the drivers found during processing. Additional info received via phone on 2/21/08, after an inquiry related to additional product returned, the sales rep reported that during inspection of the kit, it was noticed that the driver would not engage the screw. The malfunction has resulted in an adverse event in the past. There was no reported pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.